Event description:
A patient reported they were going to have an MRI on their kidneys, which they noted was not related to the device or therapy. The patient reported two falls in (B)(6) 2016. The patient stated she had a surgery on (B)(6) 2016 and the healthcare professional told her not to turn stimulation off ¿because they didn't know anything about it¿. The patient stated after the surgery the urine just flowed out of them and they had no control of their bladder. The patient stated the loss of therapy only happened after the surgery. The patient noted that the stimulation was on and it was working. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.